Event description:
Cardiac monitor was charged for defibrillation and experienced a test bridge fail indication and would not defibrillate. Defibrillation was attempted three (3) more times with the same test bridge fail indication.